Manufacturer narrative:
Per the customer, the controls were run before and after the event resulting within acceptable range. A field service engineer (fse) was dispatched and verified the mtm alignment and al2 whole blood verification. No problems were found. The root cause for this event is unknown to date. Per labeling, beckman coulter inc. (Bci) does not claim to identify every abnormality in all samples. Bci suggests using all available options to optimize the sensitivity of instrument results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low nucleated red blood count (nrbc) results, when compared to manual differential results, which were generated by the unicel dxh 800 coulter cellular analysis system. No erroneous results were reported out of the laboratory. Instrument printouts and raw data were requested, but were not provided by the customer. Per the customer, the instrument results were 35-45% lower than the manual smear results. There were no reports of death, injury, or affect to patient treatment.